Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v016108, implanted: (B)(6) 2007, product type: lead. Product ID 37742, serial# (B)(4), product type: programmer, patient. Product ID 377760, lot# v016108, implanted: (B)(6) 2007, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported there was a possibly early elective replacement indicator (eri). When the patient when to charge, he received the eri message. The manufacturer's representative explained how to clear the eri message and was working on getting the patient to a doctor for replacement as the patient did not see a regular doctor for pain management anymore. Surgical intervention was planned but not scheduled at the time of the report. No diagnostics or troubleshooting was performed and no actions or interventions were taken. The patient had zero symptoms. It was unknown if the issue resolved at the time of the report.